Event description:
After 4 coils of gdc10 were detached into the lesion, when 5th coil of idc inserted into this product, the customer felt hard restriction. This idc coil was able to be placed into the lesion. Then the excelsior was removed from vessel. During deployement of the 5th coil, the reported problem (restriction) occurred. Pt post-operative status was described as 'good.'